Event description:
It was reported by the surgeon that it was noticed post operative the patient's occlusion was off. The surgeon decided to perform a second surgery to reposition the right mandibular component.

Manufacturer narrative:
The device was not returned for evaluation; however, the reported event could be confirmed as the surgeon provided the operative note regarding repositioning the right mandibular component on (B)(6) 2023.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported by the surgeon that it was noticed post operative the patient's occlusion was off. The surgeon decided to perform a second surgery to reposition the right mandibular component.